Event description:
User facility reported that the device was in use for infusion of fentanyl. According to reporter, the pt received an "unexpected dose" of the medication and showed somnolence and oxygen desaturation. According to reporter, the infusion was stopped and pt was given an injection of narcan to counteract the effects of the fentanyl administered. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR. When and if the device is returned and evaluated, the MFR will file a follow-up report detailing the eval results.